Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report. (B)(4).

Event description:
Related manufacturer reference number: 2017865-2019-06678. It was reported that the implantable cardioverter defibrillator and the left ventricular lead were explanted and replaced. The lead was dislodged. The patient was stable after the procedure.